Event description:
The balloon burst. Is not on file for text copy. Enter text.

Manufacturer narrative:
The report we received indicated that the balloon burst during the dilation of a lesion in the femoral artery. The patient had calcified vessels. A 10 or 20 cc syringe was reported as been most likely used to inflate the balloon. As reported, there were no adverse effects to the patient. The procedure was completed with another balloon. The product was returned for evaluation; however, the engineering evaluation is not yet completed.